Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced fatigue and presented to clinic. An echocardiogram was performed and results revealed light pericardial effusion with non compression, possibly causing patient fatigue. No intervention was performed. The patient was discharged and was doing well the patient presented in clinic on (B)(6) 2018 for follow up. A hematoma was observed. No intervention was performed. No further information was available.

Event description:
New information received on 10/17/2018 indicated that the hematoma observed was benign. No intervention was performed and patient was sent home. The patient presented for follow up on (B)(4) 2018 and everything was noted to be normal. The patient was doing well throughout the event.